Event description:
Boston scientific crm received info that this dextrus atrial lead exhibited loss of capture (loc). A chest x-ray confirmed the lead had dislodged. In a revision procedure, the lead was explanted and successfully replaced by a new lead. No adverse pt effects were reported.